Event description:
It was reported that insufficient ice occurred. An icefx cryoablation system was selected for a cryoablation procedure. During the procedure, however, no ice ball could be visualized on CT imaging from 3 of 4 needles. The insufficient ice was observed 8 minutes into the first freeze cycle and 6 minutes into the 2nd freeze cycle. A third freeze cycle was also attempted during which CT scan/us showed no ice ball. The needles could be removed easily from the patient without active thaw. The cryoablation treatment was not completed. Microwave ablation was used to treat the patient on the same day. There were no patient complications reported.